Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was ranged from 127-250 mg/dl. Reportedly, the infusion set was changed to address the event and the customer continued to use the pump for insulin therapy.